Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion location and vessel characteristics were not provided. During the procedure, the physician attempted to advance a taxus liberte' 2.50x24mm stent, but crossing difficulty occurred. The physician removed the stent from the pt and noted the distal stent edge was lifted up. The procedure was completed with another of the same device. No pt complications were reported and the pt status was reported as "good".

Manufacturer narrative:
(B)(4).